Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Monitor sn (B)(4) was returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor and electrode belt pulse delivery and ECG acquisition circuitry was fully functional. Device manufacture dates: monitor: 07/28/2014; electrode belt: 02/17/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 at 02:05am while wearing the lifevest. It was reported that the patient was sleeping at home at the time of the event. It was also reported that paramedics performed resuscitation efforts. Clinical review of the download data, indicates that the patient received four inappropriate shocks. At 00:51:59, the patient was in sinus bradycardia at 30 bpm slowing to severe bradycardia at 10 bpm. Between 01:06:28 to 01:07:48, the patient was in severe bradycardia at 10 bpm degrading to asystole. The lifevest detected an arrhythmia at 01:08:13 while the patient was in asystole. Between 01:09:22 and 01:19:44, the patient received four treatment shocks. The patient's rhythm at the time of the four shocks was asystole. The post-shock rhythm was also asystole. The response buttons were pressed after the last treatment shock. The response buttons functioned appropriately. It is unknown who pressed the response buttons. The electrode belt was disconnected at 01:22:56. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient passed away on (B)(6) 2019. There is no evidence to suggest that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable, non-life sustaining rhythm.